Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a supply change and correction bolus via the pump. No third-party assistance was required. Ultimately, the customer reverted to an alternate method of insulin therapy.